Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the cervical ipg was repositioned to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's cervical ipg has flipped in the pocket causing patient pain. Surgical intervention is pending to address the issue.